Event description:
It was reported "on (B)(6) 2024, the doctor found the swg kinked when swg insertion into ars, dilator tip was found blunt during use on the patient. They changed to a new one." There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR includes:3006425876-2024-01137.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit containing multiple components for analysis. The guide wire, arrow raulerson syringe (ars), and introducer needle will be analyzed as part of this com-plaint. No definite signs-of-use were observed. Visual analysis revealed one kink/bend towards the distal j-bend. This resulted in the j-bend to be slightly misshapen. Microscopic examination con-firmed the damage and revealed that the distal and proximal welds were full and spherical. The kinks on the guide wire measured 430mm from the proximal weld. The guide wire total length measured 456mm, which is within the s pecification limits of 450mm-458mm per the guide wire prod-uct drawing. The guide wire outer diameter measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The kinks on the guide wire meas-ured 430mm from the proximal weld. The guide wire total length measured 456mm, which is within the specification limits of 450mm-458mm per the guide wire product drawing. The guide wire outer diameter measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage. The report of a kinked guide wire was confirmed through analysis of the returned sample. Visual analysis of the guide wire revealed kinking across the body. Despite the damage, all relevant di-mensional and functional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "on (B)(6) 2024, the doctor found the swg kinked when swg insertion into ars, dilator tip was found blunt during use on the patient. They changed to a new one." There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR includes: 3006425876-2024-01137.